Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.110.005, lot: 7885607. Manufacturing location: bettlach, release to warehouse date: jun 01, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product investigation was completed. The handle for torque limiting attachment (part # 03.110.005, lot # 7885607, mfg # 01-jun-2012) was received with the pieces separated. The parts were able to be reassembled and screwed in place. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. There was some discoloration found on the inner metal portion of the handle. Dimensional analysis was not performed as there was no defect found. Relevant drawings were reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a routine incoming inspection, it was observed that the handle for torque limiting attachment had a broken piece. There was no patient involvement. This report is for one (1) handle for torque limiting attachment. This is report 1 of 1 for (B)(4).